Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to a ¿high¿ blood glucose (bg) level (specific bg value was not provided). Customer was treated with intravenous saline and insulin, and was released from the ER 4 hours later with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and the pump functioned as intended.